Manufacturer narrative:
The technician tested the device, but was unable to duplicate the issue. The device operates according to specifications. This issue is being reported as a result of a pt being injured due to exiting the bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the pt position mode deactivated itself, and therefore not alarming when a pt exited the bed. The pt was injured after exiting the bed. No details were provided by the account on the severity of the injuries sustained by the pt.